Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cannulated cruciform screwdriver, part number 314.463, lot number 7674239). The subject device was returned with the complaint condition stating: it was reported during routine inspection in sterile processing department, it was found that the tip of pliers do not close properly and spokes from the tip of cruciform screw driver are missing. There was no patient involvement. Cannulated cruciform screwdriver: the 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system. The device was returned and reported to be broken. This condition is confirmed; all four spokes of the cruciform tip have broken off and were not returned. It is likely that possible rough handling during surgery (application of excessive or off-axis force) or sterile processing has led to this complaint condition. The device was manufactured in 5/2014. The balance of the returned device is in otherwise fair condition with some superficial wear. Drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of cannula measured within allowed specification limits to be 1.27mm (spec: 1.2 mm +0.1/-0). All measurements have been performed by calipers ca301 and gauge pins gp32. It is likely that possible rough handling during surgery (application of excessive or off-axis force) or sterile processing has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 19-may-2014. DHR review: part #: 314.463, lot#: 7674239 (non-sterile) - cannulated cruciform screwdrive for 3.0mm cann screw. Qty: (B)(4). Drawing no: ns043687 rev: a used to manufacture the part. Components: 314.463.01 screw driver blade lot: 7578007. Part received from (B)(4) certificate of compliance received from (B)(4) meet specification. Inspection sheet meet inspection criteria. A 314.462.02 handle lot: 7670761. Part received from supplier (B)(4). Inspection sheet meet inspection criteria. Certificate of compliance received from (B)(4) meet specification. Es0003.74 2x8 mm dia. Dowel pin bp59 lot: 7632576. Part received from (B)(4). Inspection and certificate of compliance received from (B)(4) meet specification. A 314.462.04 teflon washer lot: 7618224. Part received from pci-gtp. Certificate of compliance received from pci-gtp and inspection sheet meet specification. A 314.462.05 rotary end cap lot: 7646256 meet specification. Part received from pci-gtp and inspection sheet meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during routine inspection in sterile processing department, it was found that tip of a cannulated cruciform screwdriver. There was no patient involvement. This report is for one (1) cannulated cruciform screwdriver. This report is 1 of 1 for (B)(4).